Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24085390 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set the following information was received by the initial reporter with the following verbatim. When pump channel was opened, tubing in bottom half of channel split from top part of tubing to rituxan. Rituxan was free flowing from remaining tubing above channel and onto the floor. Unable to clamp tubing with clamp on the tubing in channel so channel was closed to prevent further spill. No rituxan got onto patient. Spill kit was used to clean spill.